Event description:
It was reported that patient experiencing pain at the midline incision site since surgery and no improvement despite injections. The patient underwent a spinal cord stimulation (scs) lead repositioning procedure and was doing well postoperatively with no complications. Nothing was explanted or added.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent lead repositioning and was reported to be doing well postoperatively. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patient experiencing pain at the midline incision site since surgery and no improvement despite injections. The patient underwent a spinal cord stimulation (scs) lead repositioning procedure and was doing well postoperatively with no complications. Nothing was explanted or added.